Event description:
Based on info reported to davol: during attempted implant procedure, the md noted a hole on the mesh side of the mesh. The eptfe side was intact. The device not implanted. Another kugel patch was used to complete the repair.

Manufacturer narrative:
Based on info reported to davol, a kugel patch that was to be used in a hernia repair procedure was said to have a hole in it on the mesh side. The eptfe side was reported to be intact. The mesh was not used and a second kugel patch was used to complete the repair. There was no report of any pt injury. The mesh was returned to davol and evaluated. It was found to have a tear starting from a laser cut v slot. It was determined that the tear could not have been created during the laser cutting step, since the shape of the observed tear was so irregular. With the info currently available, we are unable to determine what may have caused the tear.